Manufacturer narrative:
The reported events of insulation damage and sensing noise were confirmed. As received, a complete lead was returned in one piece. Visual inspection found the lead body insulation was cut at the suture tie region consistent with procedural damage. Electrical testing found short between ring electrode and right ventricular cables. Destructive analysis found two internal insulation abrasion breaching the ring electrode cable lumen and non-functional cable lumen underneath the right ventricular shock coil with one abraded ring electrode etfe cable coating. The cause of sensing noise was due to the internal insulation abrasion underneath the right ventricular shock coil and the cause of insulation damage is consistent with procedural damage.

Event description:
Related manufacturer report number: 2017865-2024-01245. It was reported, oversensing due to noise was observed on the right ventricular (rv) and right atrial (ra) leads. During the revision procedure, lead insulation damage was observed on both the rv and ra leads. The leads were explanted and replaced to resolve the event. The patient was stable.